Event description:
A zoll distributor returned electrode belt sn: (B)(4) to report that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. As received, the belt failed incoming functionality testing. The cause for the failure was isolated to the j702 connector being pulled from the distribution node (dn) pca. The cause for the pulled connector was a pulled cable. The root cause for the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.